Event description:
The patient stated that he had been using "mastisol" liquid adhesive in conjunction with the self-adhesive in infusion sets over the last 3 months, and he had no concerns related to adhesion of the infusion set headset during that time. He stated that he changed his infusion set yesterday and, while taking a shower today, the headset peeled off his skin. He reported no changes in the soap, lotion, or other products used while in the shower. The product was requested to be returned for evaluation. The patient did not report blood glucose concerns related to this issue. The patient did not require medical assistance from a healthcare professional or second party to address the issue.